Manufacturer narrative:
On 04/14/2017 a medtronic representative, following-up at the site, reported the site had no further issues with inaccuracies. On 04/20/2017 software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. Issue resolved at time of trouble-shooting.

Event description:
A site operating room (or) coordinator reported that, while in a functional endoscopic sinus surgery (fess) the surgeon alleged an inaccuracy occurred. The inaccuracy is alleged to have been approximately 4 millimeters when navigating deeper into the patient anatomy, occurring with all instrumentation. The site attempted re-registering the patient, however, the issue persisted. In trouble-shooting, recommendations were made for tracer registration after the surgeon re-registered the patient. The site disconnected their call to medtronic technical support after recommendations were made. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.